Event description:
A report was received that the patient was experiencing strange pain on the upper back near the midline incision. It was noted that patient has been throwing up. It was believed that pain was not device related. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the device would not be charged nor linked to a test remote control even after several charging attempts. The device was cut open and the internal inspection revealed excessive sleep current leakage. A hot spot was observed on the component (28°c). The impedance between vh and ground was low.

Event description:
A report was received that the patient was experiencing strange pain on the upper back near the midline incision. It was noted that patient has been throwing up. It was believed that pain was not device related. The patient underwent an explant procedure.